Event description:
It was reported that after a sleeve gastrectomy procedure, a post-operative abscess and leak were found. There were no issues reported during the original procedure. The patient status is unknown. Black, green and gold cartridges were used in the original procedure. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Multiple attempts were made to obtain the below information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Who is the surgeon? What was the time frame between initial procedure and re-op? How was the leak identified? How was the leak addressed? Current patient status?